Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers would not lower. Standard troubleshooting maneuvers were performed; however, the grippers would not lower. Additionally one of the grippers appeared to be bent. The device was not used and there was no patient involvement. A second cds was then used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated, and the reported issue of difficult to open or close (gripper actuation issue) and deformation due to compressive stress (bend on the one gripper arm) were not confirmed via returned device analysis. The discrepancy between what was reported (gripper arms did not lower and one gripper arm appears bent) and what was observed (no issue with gripper actuation and bent gripper arm) is likely due to a combination of varying amounts of tension felt by the device during the preparation or the troubleshooting maneuver versus the returned product analysis. Additionally, it was observed that the l-lock tabs had cracks and were twisted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the returned device analysis and the information provided, a cause for the reported gripper actuation issue cannot be determined. The reported bend on the gripper arm appears to be related to the troubleshooting maneuvers. The observed cracked and twisted on the l-lock tabs appeared to be related of troubleshooting maneuver on the device. There is no indication of a product issue with respect to manufacture, design, or labeling.